Manufacturer narrative:
The mother called back on 11-dec-2024 and provided the serial number of the device and the discharge date from the hospital.

Event description:
The mother called back on 11-dec-2024 and reported that the user was discharged from the hospital on (B)(6) 2024.

Event description:
It was alleged that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. The user experienced elevated blood glucose symptoms of vomiting and her mother rushed her to the hospital. At the hospital, the customer was unresponsive and was diagnosed with diabetic ketoacidosis. The blood glucose results obtained at the hospital were not provided. The hospital removed the user's infusion device and treated her for hyperglycemia. The type of treatment given was not provided. The mother mentioned that as a precaution she went to change all the pump accessories and noticed that the insulin cartridge that she had installed on (B)(6) 2024, was still full of insulin, indicating that no insulin had been delivered. At the time of the initial report the customer was still hospitalized; it is unknown when she will be discharged.

Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.